Event description:
International customer reported that erroneously low electrolyte results were generated by the unicel dxc 800 synchron system. The system was calibrated and quality controls were within spec prior to the event. The results were not reported out of the lab. The samples were retested on a second analyzer and the results obtained were within expectation. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer previously visited the account and replaced the calcium and potassium electrode tips. The customer completed troubleshooting procedure on the sodium electrodes. No further reports were received after the system was recalibrated. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.